Event description:
It was reported there was more volume than expected in the pump reservoir. No specific volumes were reported. The pt was experiencing a return of symptoms (non-malignant pain). A dye study was performed (no results reported). Following the dye study "everything seemed okay". The drug used in the pump was not reported. Add'l info has been requested but was not available on the date of this report.